Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired due to multi-organ system failure (msof).

Manufacturer narrative:
The MFR was advised that the explanted lvad pump will not be returning for eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.